Event description:
Report received of an incident involving the primary piggyback set where the "tubing ruptured during contrast injection". The incident occurred in 2001. The contrast, omnipaque was to infuse at 2.5cc/second. The customer reported the incident occurred after eight seconds into the infusion with 20cc's of the contrast infused. The pt had a peripheral IV access site. It was reported that following the "rupture", the set was replaced with a set from the same lot, to continue the infusion and complete the study. There was no report of pt harm or adverse pt event. The sales rep stated that when inspecting the tubing set, the split was noted to have occurred lengthwise between the y-site and the option-lok. Although requested, no further info was available.